Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead segment was confirmed to be severed 18 cm from the terminal pin. The segment passed electrical testing. No further testing was performed. Laboratory analysis was not able to confirm the clinical observations of poor sensing and threshold measurements during the implant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was placed, but the sensing and pacing threshold measurements were not acceptable. The physician attempted to remove the lead to try another model when the lead became hooked on the tricuspid valve. The lead could not be removed intact, so the lead was cut and a portion of the lead remains abandoned within the patient. The explanted portion will be returned for laboratory analysis. No additional adverse patient effects were reported.